Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak in the tubing of the coulter lh 750 slide stainer instrument. The customer could not determine the source of the leak. The material safety data sheet (msds) was not reviewed; however, it is readily available. The lab's exposure control or risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the event. There was no report of exposure to open wounds or mucous membranes. There was no report of any patient samples being affected in this customer complaint. There was no death, injury or change to patient treatment attributed or associated with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse found that tubing of pump housing #1 was defective and methanol reagent was leaking. Pump #1 carries reagents to the first tray of the slide stainer. It can be set up to carry whatever reagent is needed for the purpose of the customer. In this case the instrument was set up to carry methanol reagent. The fse replaced the defective pump and cleaned the spill. The repairs were verified per established procedures. The root cause for the leak is damaged tubing of fill pump #1. (B)(4).